Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the procedure was to treat lesions distal to a previously implanted stent. A 2.5 x 12mm voyager was advanced, but was not able to cross through the stent and was removed. A smaller voyager crossed and was inflated in the proximal and distal lesions. The 2.5 x 12mm voyager was re-inserted and pre-dilation was done at the proximal right coronary artery (rca) at 10 atm, and 12 atm. Reportedly, the balloon was watermelon seeding due to poor re-fold. The 2.5 x 12mm voyager was then inflated to 14 atm and ruptured due to the edge of the previously implanted stent. No additional event or patient information is available.

Manufacturer narrative:
Results code - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the dilatation catheter was returned with blood and contrast visible in the inflation lumen. There was contrast in the balloon. The balloon was loosely folded and had a flat appearance. A new indeflator filled with water was used and an attempt was made to pressurize the balloon; a pinhole was observed in the balloon, 1 mm proximal to the distal marker. There were scratch marks at the proximal end of the pinhole. There was no other damage noted to the dilatation catheter. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.